Event description:
Healthcare professional (hcp) reported that a patient "has developed a granuloma-like side effect in the chin area" 16months ago post injection in the cheekbone and chin areas with [unspecified] juvéderm® ("possibly volux¿). Biopsy was not provided. Symptom status not provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.